Manufacturer narrative:
The product was not returned for analysis; the stent remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A root cause could not be identified. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following a glaucoma stent implant procedure, the patient presented with macular edema.

Manufacturer narrative:
A sample was not returned and no lot information is available; therefore, the root cause for the customer complaint issue cannot be determined. Insufficient information was provided for an adequate evaluation of the case. There is no indication of stent system failure. No information was provided regarding the patient's preoperative condition, any complications that may have occurred during surgery, or any postoperative conditions or medication use that may be contributing factors to the presence of macular edema with iop of 8 mmhg. Possible root causes are that postoperative maculopathy and low iop are established risks associated with stent system use, which are clearly specified in the product labeling. Additional information was requested. (B)(4).